Event description:
It was reported that, "when the surgeon was inserting the seidel plug into the patient's femur medullary by using a the inserter, the inserter was burst through the seidel plug. Therefore, since the plug is placed in a position shallower than expected, the shorter stem was placed than expected."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The product was deployed in the patient body.

Manufacturer narrative:
An event regarding a plug crack/fracture involving a seidel bone plug was reported. The event was not confirmed. The device remains implanted. Medical records received and evaluation: no medical records were provided. Although a shorter stem than originally planned was implanted, no adverse consequences to the patient were reported. Device history review: DHR review determined that the lot was manufactured and packed to specification. Complaint history review: there has been one other event for the lot referenced. Conclusions: the exact cause of the reported plug crack/fracture could not be determined because insufficient information was provided. Further information such as x-rays and operative reports are needed to complete the investigation for determining a root cause.

Event description:
It was reported that, "when the surgeon was inserting the seidel plug into the patient's femur medullary by using a the inserter, the inserter was burst through the seidel plug. Therefore, since the plug is placed in a position shallower than expected, the shorter stem was placed than expected."